Manufacturer narrative:
From the communicated elements, no analysis could be carried out because no sufficient information was provided ( no product returned, no batch number communicated).

Manufacturer narrative:
Lot # (5118293); expiry date (mar 1, 2017), PMA/510(k) # (k062250), manufacture date (apr 26, 2012), (B)(4). The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
From the communicated elements, no analysis could be carried out because no sufficient information was provided (no product returned, no batch number communicated). Update depuy (B)(4) 21 october 2014: batch numbers provided. DHR and sterile certificates were reviewed. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The patient underwent a washout of a delta xtend total shoulder replacement due to infection. The wound was reopened and irrigated with saline. The glenosphere and humeral liner were removed and the remaining implants were then irrigated. A new glenosphere and humeral liner were then implanted and the wound was closed.